Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens. The lens tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No patient injury.